Event description:
Kci received article, lelong, a-s, martelli, n., bonan, b., prognon p., pineau, j. Use of a risk assessment metho to improve the safety of negative pressure wound therapy. Int wound j 2012: doi: 10.1111/j. 1742-481x.2012.01081.x that reported that a pt with cardiomyopathy being treated with oral anticoagulants was admitted to the hosp for a fever of unk origin. "A few days later," the pt developed a pressure ulcer, and v.a.c. Therapy was applied to treat the wound. On an unk date, the pt presented with hypovolemic shock due to massive bleeding from a small ruptured artery allegedly due to the suction provided by v.a.c. Therapy. The pt's anticoagulant treatment was stopped, and v.a.c. Therapy was removed. The pt remained stable over the next 24 hrs, and the pt's outcome was reported as "good." The unit's type or serial number was not provided, therefore, kci cannot conduct a device eval of the unit. Kci has not been able to obtain sufficient info.

Manufacturer narrative:
It is unk when this event occurred as this info has not been provided. The article stated, "the medical staff had not taken the risk factors into account and the frequency of pt monitoring was inadequate." Based on info provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. The pt was on anticoagulant treatment, and thus was prone to bleeding. Kci has not been able to obtain sufficient info to establish a root cause.